Event description:
Additional information received from the consumer reported that the doctor came to their house to check the system and the system was okay. The patient had not notified their managing physician about nerve pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for spinal pain. It was reported that the patient had nerve pain since their device was implanted. The patient sated they have been to the hospital 3 times prior to the report. The doctors do not know what else could be causing the nerve pain other than the stimulator. It was noted that the patient takes pain medication and their pain was present when the stimulation was on or off. A right side pain was also reported. Follow up has been conducted to determine the resolution of the event and if additional information is received a follow up report will be sent.